Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they had a blood glucose of 415mg/dl with thirst and urination. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated that they changed site and notice cannula was bent. The patient stated that they were upset that they did not get an occlusion alarm. This report is being made due to an absence of occlusion alarm.